Event description:
Healthcare reported deflation. Physician later reported via imaging report, "breast pain", and under history "pocket of fluid left breast," record is for left side. Imaging revealed "no fluid collection is seen ... Sonographically." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation and later "pocket of fluid left breast". Clarification to d6a partial implant date: 2011 was provided. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, e1, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported via imaging report, "breast pain", and under history "pocket of fluid left breast." Imaging revealed "no fluid collection is seen sonographically." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported via imaging report, "breast pain", and under history "pocket of fluid left breast." Imaging revealed "no fluid collection is seen sonographically." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed a delamination total of the valve (adhesive failure). ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.